Manufacturer narrative:
The device evaluation was completed on (B)(6) 2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed a char was observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. Char is a physical phenomenon of radio frequency. It can be the normal result of the ablation process; however, the instructions for use contain the following instruction: monitoring the temperature from the electrode during the application of radio frequency current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident. Initially it was reported at the end of the case the impedance was going up and when removing the catheter there was a lot of char noticed at the tip of the catheter. The case was already completed and the catheter was not replaced. The catheter was flushed and it was flushing normally. The carto 3 system was operating per specifications and is not responsible for the product issue. The char on the catheter was assessed as not MDR reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. Additional information was received on 6/8/2021 stating that the patient exhibited neurological symptoms since the procedure was completed. Additional information received (B)(6) 2021. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The catheter was removed and flushed outside of the body. The patient outcome was reported as fully recovered no effect on patient. The patient did not require extended hospitalization because of the adverse event. There was no evidence of blood thrombus / clot during the procedure. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. The additional information provided on (B)(6) 2021 stating that the patient exhibited neurological symptoms was assessed as MDR reportable for a cerebrovascular accident. The awareness date for this adverse event is (B)(6) 2021.